Manufacturer narrative:
Product event summary: analysis confirmed that the stylus tip and cursor did not align on the display screen, and calibration did not resolve the issue. It was also found that the programmer would not power on, and there was a system error in the logs. Additionally, there was a broken screw insert at the handle area. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not calibrate. The stylus had been replaced, but the issue was not resolved. The programmer was returned to service. No patient complications have been reported as a result of this event.